Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on (B)(6) 2021 with an invicta 1cr 58 lead with left subclavian access. Electrical measurements during the implantation and on (B)(6) 2021 showed normal measurements. The patient came to the hospital for a routine follow-up on (B)(6) 2021. Electrical measurements were still normal, but aida memory showed 5 stored non-sustained episodes due to noise oversensing.

Event description:
The subject ICD was implanted on (B)(6) 2021 with an invicta 1cr 58 lead with left subclavian access. Electrical measurements during the implantation and on (B)(6) 2021 showed normal measurements. The patient came to the hospital for a routine follow-up on (B)(6) 2021. Electrical measurements were still normal, but aida memory showed 5 stored non-sustained episodes due to noise oversensing.